Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported there was no sound from the speaker. The device was in clinical use at the time of the event. No adverse event or patient harm was reported

Event description:
The customer reported there was no sound from the speaker. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The customer biomed spoke by telephone support with a philips remote service engineer (rse) who assisted with functional testing of the device. The results of the testing indicate the no sound from speaker issue was due to a speaker disconnection. After reconnecting the speaker, the biomed confirmed that audible sounds and alarms were being heard. No parts were replaced. The investigation concludes that no further action is required at this time. The device remains at the customer site.